Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulty to advance and balloon rupture appears to be related to circumstances of the procedure. In this case, based on the reported information the balloon catheter encountered resistance during advancement through the mildly calcified, heavily tortuous, 90% stenosed anatomy causing the difficulty to advance and likely compromising the outer layer of the balloon. Additionally, it is likely that the balloon became compromised and/or damaged against the anatomy after multiple inflations resulting in the balloon rupture. It should be noted that the device was pressurized multiple times before the reported rupture, which would suggest that the device was not damaged prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, heavily tortuous, 90% stenosed left anterior descending coronary artery. A 2.75x12mm nc trek balloon dilatation catheter (bdc) felt resistance with the anatomy during advancement, and the balloon ruptured during the fourth inflation at 14 atmospheres. No other device was needed, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.